Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer had a high blood glucose of 500 mg/dl. Customer's current blood glucose was 382 mg/dl. Customer stated that they have adjusted their basal rates and sometimes their blood glucose will continue to run high for a few weeks. Customer's high blood glucose issue began about a month ago. Customer was assisted with correcting the time/date. Customer had no delivery alarms, an external ram error alarm, and an unexpected restart alarm in the alarm history. Customer will be sent a tubing clamp and will call back to perform the high pressure test. Customer was advised to do a complete set change. Customer called back later and received a motor error alarm while performing the high pressure test. Customer's blood glucose was 497 mg/dl. Customer stated that they are able to complete the rewind sequence. Customer was advised that the insulin pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.